Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure on the right breast with a mentor smooth round moderate profile 475cc saline breast implant that deflated after implantation. The deflation was diagnosed during a doctor¿s physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.